Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0013103095 was returned and analyzed. During external visual inspection no anomalies were identified during external visual inspection of the catheter. The returned catheter passed the cirris shorts test. No errors were triggered. The returned catheter passed the cirris mapping test. No errors were triggered. The returned catheter was tested using the final functional tester and passed the test. No anomalies were observed. In conclusion, the reported issue was not reproduced during testing and inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a "pop" was observed on the caval side of the cavotricuspid isthmus (cti) ablation. The case was completed. No patient complications have been reported as a result of this event.